Event description:
A customer reported that the equipment displayed a system message and turned off. The timing of the event and level of patient involvement at the time of the event is unk. The procedure was completed using an alternate system. Add¿l info has been requested, but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).